Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap is damaged. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was assisted for damage and reported that the location of the damage is reservoir compartment. Customer reports they are unable to describe the possible damage to the drive support cap. Reviewed pump care best practices with the customer. Customer will replace the pump and troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.